Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that approximately 24 hours post op of a gastric bypass procedure, bleeding was visibly pumping through the staple line at the angle of hiss. All visible staples were formed correctly and there was no evidence of malformed staples. To correct, the bleeding was occluded by use of a clip applier device and the blood clots were removed from the stomach. Patient received blood transfusion before and during the reop. The patient is home and well.